Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's left ventricular lead was found to have high capture thresholds and had lost capture as well. Corrective programming changes were made. The patient was stable throughout and no symptoms were reported.